Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operative, there was issues with channel 1. Channel 1 would continuously make noise. They changed over to another nim and the error continued to persist. Troubleshooting was performed by plugging into its own wall outlet, ensured cords are not overlaid onto each other. Threshold and stim are at appropriate levels. Changed out the tube to continue the procedure with delay of less than 1 hour. There was no patient injury related to the event.